Event description:
It was reported that balloon rupture occured. A 2.00x8mm emerge balloon catheter was advanced for dilatation but was unable to cross the lesion. The staff noted the balloon ruptured prior to inflation. No patient complications or injuries were reported in relation to the procedure.